Manufacturer narrative:
Based on investigation findings, the cc1p1 probe has not been used according to its intended use. Furthermore, the reported failure mode could not be confirmed, since testing was inside specifications. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A licox probe showed a value of 12.4 mmhg at the beginning of the tram procedure and dropped to 0. After a minute, the reading was over 200 and then dropped again to 0. The catheter was exchanged to a new one which worked well. The procedure time was increased by 30 minutes. There was no injury involved with this event.